Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. Visual and dimensional inspections were performed on the returned device. The stent dislodgement was confirmed. The difficult to position with the guiding catheter could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Guide catheter: 7fr medtronic xb 3.5; stent: xience alpine 2.5x12. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The 3rd xience alpine device is being filed under a separate manufacturing report number.

Event description:
It was reported that the procedure was to treat lesions at the circumflex (cx) and 2nd obtuse marginal (om2) coronary artery bifurcation via placement of two stents. After placement of a 7fr non-abbott guiding catheter (gc), a 2.5x12mm rx xience alpine drug-eluting stent (des) system was advanced without difficulty and positioned in the cx, but was not yet deployed. Another 2.5x12mm rx xience alpine des system was then advanced into the gc (for intended placement in the om2), but met resistance with the gc prior to exiting the distal end of the gc; this xience alpine was retracted from the gc without resistance when it was noted that the stent had dislodged. The dislodged stent was found inside of the gc; thus, the gc was withdrawn from the patient along with the original rx xience alpine that had been positioned in the cx. There is no complaint against the 1st advanced xience alpine; it was simply withdrawn because the gc required withdrawal. Another same size and brand gc was advanced. An attempt was then made to advance another 2.5x12 rx xience alpine des system in this new gc, but this xience alpine also met resistance with this gc prior to exiting the distal end of the gc; this xience alpine was retracted from the gc without resistance when it was noted that the stent had dislodged in the gc for this stent system as well. Thus, this 2nd gc was withdrawn from the patient. A 3rd same size and brand gc was placed in the patient. Two 2.5x15mm rx xience alpines were each advanced and deployed in the bifurcation lesion without difficulty, successfully treating the lesions. There were no adverse patient effects and there was no delay that resulted in a health impact. No additional information was provided.